Event description:
Patient's legal counsel reported that patient underwent a bilateral knee replacement on (B)(6) 2004. Subsequently, patient was revised on (B)(6) 2012, due to alleged knee pain and elevated metal ions.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects number one states, "material sensitivity reactions." Number fifteen states, "interoperative or postoperative bone fracture and/or postoperative pain." This report is number 1 of 5 mdrs filed for the same event (reference 1825034-2012-00336 / 00340). The user facility was notified of the event on march 28, 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.